Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the pacemaker exhibited anomalous autocapture behavior that resulted in undetected loss of capture. As a result, the physician turned off the autocapture feature. No adverse consequences were reported.